Event description:
The technician alleged the side rail would not latch. No pt impact.

Manufacturer narrative:
The technician found a sticky food residue on the side rail latch block. The technician cleaned and lubricated the side rail latch block to resolve the issue.